Manufacturer narrative:
The field service engineer replaced the da to mc cable to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested.

Event description:
The customer reported a vent inop occurrence. No patient harm was reported.